Event description:
The ge oec 9900 fluoroscopy system intermittently locks up and requires a reboot to restore functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and a defective fluoro functions pcb and faulty ps1 power supply. Both components were replaced and the latest addition software was installed. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.